Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a superficial femoral/popliteal angioplasty treatment procedure, a "barb" was noted on the amplatz super stiff guide wire. The pt was being treated for symptoms of claudication. The characteristics of the vessel and lesion are unk. The physician used a micropuncture access set, another MFR's 7f introducer sheath and guide catheter to access the lesion. He experienced no resistance with insertion or removal of the amplatz guide wire. During the procedure, the physician had inserted a catheter over the amplatz guide wire, through the 7f sheath, via the left groin and maneuvered the guide wire in a retrograde manner up and over the bifurcation. While attempting to pull the catheter out and over the amplatz guide wire, it became stuck. The catheter was freed and removed. The physician then advanced the sheath over the amplatz guide wire to correct its position (right femoral), and then pulled amplatz guide wire out. At that point, a piece of the catheter was found remaining on the amplatz guide wire and a "little barb" was sticking out from the amplatz guide wire. The pt remained asymptomatic during this event. The physician was able to successfully complete the procedure with another MFR's guide wire. No pt injuries or complications were reported. Pt status is reported as "fine".